Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed by baxter personnel during product evaluation. The assignable cause was determined to be a faulty main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a bad display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.